Manufacturer narrative:
Additional information: h6 and h11. The device was not received for evaluation; therefore, a device analysis could not be completed. The share source data showed that the patient retained fluid throughout their therapy and drained larger fluid amounts compared to their programmed fill volume. Furthermore, the most recent treatment initiated on the date of the reported events revealed that the patient disconnected therapy during their initial drain cycle and manually drained 4009 ml of fluid, which is larger than the 2200 ml of the programmed fill volume. A review of the device programming revealed that the I-drain alarm (0 ml) programmed may have been set too low for the most recent therapies. Per the homechoice claria clinician guide the programmed minimum initial drain should be set to at least 70% of the expected peritoneal volume. Based on the device log analysis, the cause of the condition was determined to be the programmed I-drain alarm being set too low (use error). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced overfill, feeling full and difficulty breathing during dwell 1 of 4. The patient was connected to the homechoice claria device at the time of the events. Renal therapy services (rts) assisted the patient to manually drain. The patient reported they "feel empty and a lot better". Rts advised the patient to contact the registered nurse regarding further instructions. The caregiver reported that the patient has a fill volume of 2000ml and when the patient connected to machine, only 500ml was drained. Rts reviewed the program with the caregiver. According to the caregiver, the idv was programed to 0ml. Rts advised the patient again to contact pdrn before connecting again to the machine. There was no report of medical intervention associated with this event. No additional information is available.